Event description:
New information noted that patient condition was stable after procedure.

Manufacturer narrative:
Further information was requested, but not yet received.

Event description:
It was reported that patient presented in clinic for routine check-up. During interrogation, it was noted that atrial and ventricular lead exhibited over sensed noise. Both leads were explanted and replaced with new leads as a result. Patient condition was unknown.